Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 38mg/dl. Cause was not known. Customer was treated with intravenous fluids of dextrose to address the bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternet method of insulin therapy.